Event description:
It was reported that a pt underwent an unknown procedure on (B)(6) 2012 and mesh was used. During the procedure the mesh delaminated. The mesh was removed and there were no adverse pt consequences. Additional info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.